Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical and emergent food intervention. Blood tests performed with nova meter and test strips revealed that the device gave low values showing our device performed as intended. During the call to customer support, it was revealed that the consumer could not remember whether or not he administered insulin prior to his event. It was also revealed that he used another brand name control solution on her test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation, the test strips were used up.